Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, showing 0 units instead of the expected 200 units. There was no reported adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer had not completed the cartridge air removal step prior to filling the cartridge. The customer was instructed to ensure proper cartridge air removal before filling, was guided through the process of loading a new cartridge and planned to monitor the situation and follow up if necessary.